Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any similar complaints from the reported lot. Based on the reported information, a cause for the reported unintended movement could not be determined. The reported entrapment of device (clip caught on chordae) was a result of the reported unintended movement. The reported unspecified tissue injury was due to the reported entrapment of device and due to the troubleshooting attempts to free the clip from the chordae which caused the flail. The reported foreign body in patient was a result of entrapment of device as the clip had to be deployed in an unintended location possibly on part of the chordae. The reported unexpected medical intervention was a result of case specific circumstances as the clip stayed stuck in the chordae even after troubleshooting and the clip had to be deployed as is. The reported unexpected medical intervention (additional mitraclip same procedure) was a result of case specific circumstances as an additional clip was deployed to treat the flail. The reported patient effect of tissue damage as listed in the mitraclip instructions for use (IFU) is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip became entangled in the chordae and could not be removed therefore it was deployed however a flail occurred. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced above the mitral valve however during torqueing of the clip, it inadvertently went below the valve. The clip became stuck in the commissure and could not be removed after several attempts. The leaflets were able to be grasped and the clip was deployed where it was stuck and a flail was noted. A second clip was deployed next to the first clip to treat the flail however the mr remained at 4+. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.